Manufacturer narrative:
Device received with no menu, return, select, right, left, up, down arrow button response due to corroded keypad traces. Unable to perform the self test or displacement test due to no button response.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s parent reported via phone call that the insulin pump had a keypad anomaly and the buttons were unresponsive even after the battery has been changed. Customer¿s blood glucose was 14.0 mmol/l at the time of incident no troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.